Event description:
3/3 reference (B)(4) for all attachments and related complaints) documenting cassette with no disposable alarm. Per email notification: patient reported putting on new cassette last night appx 2000-2100 et. Patient woke up this morning with alarming pump showing no disposable alarms. Pump alarming serial number (B)(4). Pt unable to get battery door off pump serial number (B)(4). Pt also has pump serial number (B)(4) that is overdue for maintenance. Pt able to get same cassette running with pump (B)(4) with no further alarm. No further details provided. No injury